Event description:
Report received of possible adverse reaction to intrathecal lioresal. Pt was found unresponsive in 2002. Pt was transferred to ER, intubated and placed on mechanical ventilation. Pt was comatose. Lab tests were done but detail was not provided in the report. Pt started on physistigmine salicylate, baclofen pump turned off and medication removed. Pt woke up shortly from comatose state. Pt placed on baclofen via nasogastric tube. Extubation attempted but pt required antibiotics for treatment of laryngeal edema. Edema resolved. Pt transferred in "excellent" condition to rehabilitation facility on 2/26/2002 for physical therapy and reevaluation of baclofen pump. Follow up with hcp providing care at this event stated they did not know if the cause of the unresponsive state was drug related, pump related or pt condition related and has not seen pt since discharge. MFR's records indicate pt telephoned MFR requesting info and instruction for nurse to restart pump on date of discharge from rehabilitation facility. No info given re severity of event at the time of the info request. Follow up with hcp of record indicated that pt had "dose titration issues," had been titrated to a therapeutic dose. Follow up in october-hcp has not been seen pt since february.